Event description:
It was reported that during a proximal femur osteotomy procedure, the threads of the screws unravelled while the surgeon was inserting the screws. The surgeon removed the screw and retrieved all of the pieces. The surgeon used new screws to complete the procedure with no further problems. There was no harm to the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Only the thread portion of the screw was returned for evaluation. There is extensive damage to the thread. The threads are deformed and flattened. Since no dimensional analysis could be performed on the relevant features due to the extensive damage and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the product development evaluation showed that the design was reviewed and determined to meet the intended use. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 3/7/12.

Event description:
This is report 1 of 2 for complaint (B)(4).